Event description:
It was reported that the device went to elective replacement indicator (eri) after 44 months of service life. Premature eri was suspected. The device will be replaced but remains in use. No patient complication have been reported as a result of this event.

Event description:
It was further reported that the device was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated (eri). Time of eri in save to disk occurred on (B)(6) 2012, with device eri <=2.62 volt. Weekly battery voltage trend data shows min b(v) =2.64 to 2.62 volts between (B)(6) 2012. A patient alert for low bv occurred on (B)(6) 2012.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.